Event description:
A (B)(6) year old female with chronic left knee pain. Mild osteoarthritis and was given synvisc one injection on (B)(6)2017. Reported burning sensation to knee and 'feeling bruised'. She was seen at ER on (B)(6)2017 and was given anti-inflammatory and benadryl. No other side-effects reported. Therapy start date: (B)(6)2017. Therapy end date: (B)(6)2017. Diagnosis or reason for use: left knee pain.